Event description:
It was reported that the customer experienced diabetic ketoacidosis and an elevated blood glucose (bg) level [bg value was not provided]; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room (ER). Upon arrival to ER it was found that customer's bg had decreased to 42 mg/dl. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of event is approximate and date of discharge was not known. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.